Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 404 mg/dl. The customer was treated for the high blood glucose with injections. The customer states that the back light on their insulin pump makes noise. The customer is unsure why their blood glucose levels were high. The customer stated that they will change their sets. The customer did not troubleshoot and did not send the product back for analysis.